Event description:
It was reported that the insulin pump had an unresponsive keypad and a crack near the reservoir. The blood glucose reading was 65 mg/dl on the morning of the call. The customer was unaware of how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir window, cracked reservoir tube and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on keypad traces. The insulin pump was monitored and all operating currents tested within specified range. No blank display was noted.